Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2016-02634. It was reported that balloon rupture and catheter distal tip detachment occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified proximal right coronary artery (rca). The patient presented with in-stent restenosis. Additional angioplasty and stent procedure were intended to be performed. A 3.75mm x 12mm nc emerge® balloon catheter was advanced to perform initial dilation of the vessel. The balloon was placed within the restenotic area of the mid rca. Upon inflation, the balloon ruptured at 24 atmospheres after a duration of 157 seconds. Negative pressure was applied to the inflation device and the catheter was pulled back towards the guide catheter; however, the physician noted that the distal aspect of the balloon catheter had separated from that of the proximal shaft as the balloon markers were still in place within the rca. The proximal portion of the catheter was attempted to be removed in its entirety with a 12-20 non-bsc snare device but the attempt was unsuccessful. The vessel was rewired with a non-bsc guidewire. A 3.00 x 15mm emerge® balloon catheter was then placed on the wire and was advanced down the vessel at which point it also pushed forward the remaining portion of the balloon into the proximal rca. The balloon was dilated along the length of the embolized section of the balloon catheter up to 12 atmospheres and was withdrawn into the guide catheter. A 4.00 x 12 synergy ii drug eluting stent was then placed in the proximal rca and was dilated to 14 atmospheres trapping the proximal portion of the balloon against the vessel wall. A second 4.00 x 12 synergy ii drug eluting stent was selected for use to cover the distal aspect of the remaining balloon catheter. The second stent was introduced into the guide and was advanced along the wire and down the vessel where it ran into difficulty crossing the anatomy. The stent was then attempted to be retrieved and it was noted that the stent dislodged from the stent delivery system (sds). The sds was removed from the patient and a 2.00 x 15mm emerge® balloon catheter was inserted and threaded through the embolized stent. Once in position, the balloon was inflated at 14 atmospheres for 30 seconds and was retrieved. A second balloon, a 3.00 x 15mm emerge® balloon catheter was inserted and threaded through the stent where it was dilated at 14 atmospheres for 45 seconds and was retrieved. A third balloon, a 4.00 x 8mm emerge® balloon catheter was introduced and passed through the stents and dilated all stented areas to 20 atmospheres fully apposing and expanding the stents against the vessel wall, trapping the remains of the detached tip of the 3.75 x 12mm nc emerge® balloon catheter in place. Further angiographic assessment was taken and successful completion of the procedure was determined. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of portion of the nc emerge balloon catheter with a stopcock attached to the hub. Portion of the inner shaft with the markerbands and tip and portion of the balloon were not returned for analysis. There was contrast and blood in the inflation lumen and blood in the hub. Microscopic examination revealed that the inner shaft stretched and detached approximately 5mm distal of the bi-component weld. An exact measurement cannot be collected due to the stretched shaft. Microscopic examination presented no damage or irregularities to the hypotube. The balloon was loosely folded. Microscopic examination revealed that there was a complete circumferential tear 1cm from the proximal balloon cone. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination presented no damage or irregularities to the bonds. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the direction for use states: "do not exceed the balloon rated burst pressure. Refer to table 2 or the balloon compliance chart.¿ (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-02634. It was reported that balloon rupture and catheter distal tip detachment occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified proximal right coronary artery (rca). The patient presented with in-stent restenosis. Additional angioplasty and stent procedure were intended to be performed. A 3.75mm x 12mm nc emerge balloon catheter was advanced to perform initial dilation of the vessel. The balloon was placed within the restenotic area of the mid rca. Upon inflation, the balloon ruptured at 24 atmospheres after a duration of 157 seconds. Negative pressure was applied to the inflation device and the catheter was pulled back towards the guide catheter; however, the physician noted that the distal aspect of the balloon catheter had separated from that of the proximal shaft as the balloon markers were still in place within the rca. The proximal portion of the catheter was attempted to be removed in its entirety with a 12-20 non-bsc snare device but the attempt was unsuccessful. The vessel was rewired with a non-bsc guidewire. A 3.00 x 15mm emerge balloon catheter was then placed on the wire and was advanced down the vessel at which point it also pushed forward the remaining portion of the balloon into the proximal rca. The balloon was dilated along the length of the embolized section of the balloon catheter up to 12 atmospheres and was withdrawn into the guide catheter. A 4.00 x 12 synergy ii drug eluting stent was then placed in the proximal rca and was dilated to 14 atmospheres trapping the proximal portion of the balloon against the vessel wall. A second 4.00 x 12 synergy ii drug eluting stent was selected for use to cover the distal aspect of the remaining balloon catheter. The second stent was introduced into the guide and was advanced along the wire and down the vessel where it ran into difficulty crossing the anatomy. The stent was then attempted to be retrieved and it was noted that the stent dislodged from the stent delivery system (sds). The sds was removed from the patient and a 2.00 x 15mm emerge balloon catheter was inserted and threaded through the embolized stent. Once in position, the balloon was inflated at 14 atmospheres for 30 seconds and was retrieved. A second balloon, a 3.00 x 15mm emerge balloon catheter was inserted and threaded through the stent where it was dilated at 14 atmospheres for 45 seconds and was retrieved. A third balloon, a 4.00 x 8mm emerge balloon catheter was introduced and passed through the stents and dilated all stented areas to 20 atmospheres fully apposing and expanding the stents against the vessel wall, trapping the remains of the detached tip of the 3.75 x 12mm nc emerge balloon catheter in place. Further angiographic assessment was taken and successful completion of the procedure was determined. No patient complications were reported.